Event description:
It was reported that the patient presented to the clinic, high capture threshold was observed on the right ventricular lead; it was noted that the patient did not experience any issues as a result of the high capture threshold. The lead was explanted and replaced successfully. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.